Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2014-21217, 21220, 21221. The pt has an pns (off-label) system with two supra-orbital and two occipital leads. It was reported the pt had an infection at the lead site. Follow-up identified the pt's entire system was explanted due to the infection. A PICC line was administered and the pt was given antibiotics. The ipg explant is reported in reference MFR. Report: 1627487-2014-03238.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.